Event description:
The treating facility reported the patient had a small bump close to the incision site. A CT showed the dog bone and lead were intact and correctly placed, so it was suspected the lead protector of the left occipital depth lead had slipped out from under the dog bone. On (B)(6) 2026, an adjustment was made to the lead fixation. The plastic lead protector had slipped from under the dog bone, causing a bump under the scalp. The surgeon fixed the issue with no complications to the lead. The dog bone and lead protector were revised to prevent further slippage with no complications.

Manufacturer narrative:
(B)(4) the device remains implanted and programmed for use.